Manufacturer narrative:
A service technician visited the account on (B)(6) 2009 and confirmed that the handpiece was not correctly attached to the laser arm. The laser arm was returned to solta for evaluation and loose knuckles were found on the articulating joints of the laser arm assembly. These knuckle assemblies were replaced. A CAPA (B)(4) has been opened to address the proper connection of the repair handpiece to the laser arm. As part of the CAPA, an operator manual supplement has been released to instruct users in the proper attachment of the handpiece. The cause of this event was determined to be that the user did not properly connect the handpiece to the laser arm. A corrective/preventive action was undertaken to revise the technical user's manual to provide detailed instructions about use of the appropriate handpieces and assuring that they are properly connected prior to use. This MDR is filed beyond the normal reporting timeframe as it is part of a review of previous complaints that were not originally filed as mdrs.

Event description:
On (B)(6) 2009, solta was notified of an event where the handpiece of a fraxel repair had become detached from the arm assembly. Laser light burned the operator's sleeve and also burned the console screen. The operator was not injured.